Event description:
It was reported the physician experienced trouble advancing the lens, loading issues with a zma00 20.0 diopter intraocular lens and a 1mtec30 cartridge. In follow up it was learned there was a vitrectomy performed. Despite attempts to obtain additional information regarding the report, no further information has been provided.

Manufacturer narrative:
Concomitant medical product: emeraldc. Information received with the returned lens indicates that an emeraldc cartridge was used which is the recommended cartridge per directions for use. Device evaluation: the complaint lens was returned and evaluated at the manufacturing site. It was shipped in the carton box. Cartridge information available in the box indicates an emeraldc cartridge was used. This cartridge is recommended per directions for use. Visual inspection with the unaided eye shows the lens is delivered in a zip lock bag. The lens is delivered in one piece. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 3-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is contaminated and a few shallow scratches can be seen on both sides of the optic. Also the edge of the lens is slightly damaged. The haptics look normal. Considering the complaint type, the damage to the lens is very minor. The investigation does not support or suggest the damage was introduced during manufacturing. Considering this conclusion, no further corrective and or preventive actions would be necessary. In addition a manufacturing record review was conducted. Results revealed no non-conformities, deviations, process or material changes within the production order. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.

Manufacturer narrative:
Corrected data: as indicated in follow up #1 information received with the returned product noted that the recommended cartridge was used; however, no known device problem. Placeholder.